Event description:
It was reported that patient reported left hip atrophy, tenderness, pain and crepitus with rom approximately 2 years post total hip arthroplasty. The patient received an injection for the pain and bursitis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110005096 ¿ juggerknot ¿ 0002318924. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 03078; 0001822565 - 2022 - 03079; 0001822565 - 2022 - 03080; 0001822565 - 2022 - 03081; 0001822565 - 2022 - 03082.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) ¿ head. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial tha was performed. The patient reported stumbling and experienced pain, loosening was not identified. The pain continued and inspection of the hip revealed atrophy, tenderness, pain, and crepitus. The patient received a steroid injection but continues to experience pain. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined, it was noted the patient fell however the reason for the fall is unknown. No problem was found in relation to the bursitis, as it is a procedure related event after review of a hcp. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.